Manufacturer narrative:
Refer to manufacturer report #3007566237-2016-03324. The patient had developed an infection during the trial and the referenced report captures the information pertaining to that system. Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va15g99, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient underwent the implant of the implantable neurostimulator (ins) on (B)(6) 2016 although there was a sign of infection. The pocket site and lead were cleaned with distilled water. It was stated the procedure gloves were changed, the lead was connected to the ins, and the ins was implanted in the pocket site completely. Stronger antibiotics were administered after the procedure. The patient was scheduled to be discharged on (B)(6) 2016, but seemingly had a "slight fever," reddening, and swelling with pus and pain at the ins site. The physician considered draining the ins site, but did not. The implanted system was explanted. The physician assessed the severity of the event as not severe and the patient's underlying disease was fecal incontinence.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.